Manufacturer narrative:
The sample is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4)

Event description:
The extension tubing separated from the adapter.